Event description:
It was reported that the external hex of the unknown implant was fractured. The fractured implant remains implanted but will be removed in future.

Manufacturer narrative:
(B)(4). A1: patient identification unknown/ not provided. A2: patient age at the time of the event unknown/ not provided. A4: patient weight unknown/ not provided. D1: device brand name unknown/ not provided. D2: device product code unknown/ not provided. D4: device catalog number and lot number unknown/ not provided. G5: device 510k unknown/ not provided.

Manufacturer narrative:
The physical product was returned but it was misplaced in house. The returned x-ray confirms that the implant was fractured at the middle threads prior to removal. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Alleged event was confirmed following inspection of returned x-rays. The physical product was misplaced in house.

Event description:
It was reported that the external hex of the unknown implant was fractured. The fractured implant remains implant but will be removed in future. We phoned the medical office on (B)(6)2018. The doctor was not available but the assistant will follow-up with the doctor and inform him to send the source document, the product, and the x-ray. The doctor informed us before that he does not have the implant reference or lot number as the implant was placed by another dentist 20 years ago.

Manufacturer narrative:
This report is being submitted to relay corrected data/information. Correction: d2: common device name was updated from unknown to dental implant.

Event description:
No additional event information received at the time of this report.